Manufacturer narrative:
No information was provided. No staff or patient injury occurred. Reporter's occupation was not provided. Leakage location has not been verified and root cause has not been established. The sample has not been received by 3m (B)(4) for evaluation. Analysis is pending on returned samples to verify leakage location.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow disposable set (model 24365) leaked fluid from the auto venting bubble trap during priming. No patient or staff injury was alleged.